Manufacturer narrative:
This report is being supplemented to correct e2 and e3 on the initial report. E3: biomedical technician . Additional information was requested from the customer, but nothing no further information is available.

Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Video connector socket was worn out and loosened from long-term repeated use, about 6 years had passed since the device was manufactured. This caused unstable connection of the electrical contacts, the system failed to detect the scope temporally, and no image resulted. Olympus will continue to monitor complaints for this device.

Manufacturer narrative:
The suspect device has been returned to olympus for evaluation and the investigation is in process. The olympus service center was unable to confirm the reported event, all video signals and images were present. However, the video connector latch was worn out causing a loss of image when manipulating the cables. Once the investigation has been completed, a supplemental report will be submitted with device evaluation results.

Event description:
The customer reported to olympus, during preparation for an unknown procedure, the device was not recognizing the camera when connected to it. No patient harm or injury reported.